Event description:
It was reported via repair work order that the mattress was stuck in left turn assist and nurse was allegedly unable to lay patient flat. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: bed was back to functioning normally. Both contacts were informed that the mattress will need to be inspected when available.